Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: -modes got disable hamilton medical addition: device could not be started up. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: -modes got disable hamilton medical addition: device could not be started up. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4) __________________________________________________________________________________________ additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. During start up the options disappeared in configuration menu. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The options disappeared / options not found issue manifests during device boot-up, before therapy is initiated or a patient is connected. Therefore, it is immediately detected, even prior to all mandatorty tests that need to be executed before using the device on a patient. The issue can be resolved by standard user or service actions (e.g., rebooting, verifying license keys, or reloading config). Consequently, this malfunction is not classified as a critical failure or a reportable event under standard medical device regulations. Since it occurs right at boot up and the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care.

Event description:
The following was reported to hamilton medical ag: -modes got disable hamilton medical addition: device could not be started up. No patient involvement.